Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation 1 unit of lot c2015534 of echo-hd-22-ebus-o was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26 september 2023. Broken needle tip returned separately. Proximal needle and stylet kink below sheath extender observed. Through the investigation it was established that the proximal needle and stylet kink which was observed during the lab evaluation was not observed by the customer and therefore most likely came about as a result of the transport returns process. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2015534 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use, ifu0051 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle break could have been induced by the scope. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip was recovered immediately with a grasping forceps. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 29-may-2024.

Manufacturer narrative:
PMA 510k #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ebus procedure the doctor felt something wrong and notice that the needle is broken¿ he pull out the needle immediately and saw that it is broken at the distal end, they pull the broken part with a grasping forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. It was pull out immediately with a grasper. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Lung. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7, 4r. 3. Please describe the size of the intended target site. About 12-15mm. 4. If not with the device in question, how was the procedure performed and/or finished? 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Fuji 530. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On retraction of the needle. 14. Was the syringe used during the procedure, after the stylet was removed? Yes. 15. Was difficulty experienced while retracting the needle? Yes. 16. Was it possible to fully retract before removing the needle from the patient? 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? Yes. 20. Was the stylet partially removed when advancing into the target site? The surgeon is entering the target together with the stylet only when reaching the lnftnoe the pull the staylet. 21. How many samples were obtained with this needle? 3-4. 22. Did any section of the device detach inside the patient? Was pull out. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? Its fna needle.